Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty, subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole, upsized to 8f, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices were preplaced successfully. The sheath was upsized to greater than 8f, and the evar procedure was completed. During closure with the two sutures, one proglide suture had not captured the vessel. The suture did not take. A third proglide device was inserted with bleed back noted in the marker lumen. The device was pulled back to confirm it was in the vessel, but the proglide became stuck. After the physician manipulated the device, it was removed. The elbow of the guide was noticed to be mangled. Vessel damage was observed. The patient went to surgery to repair the artery and achieve hemostasis. There was no reported clinically significant delay in the procedure; however, hospitalization was prolonged no additional information was provided.